Event description:
Customer reported hospitalization due to high blood glucose. Customer woke up with high blood glucose of 341 mg/dl. At noon, customer delivered a bolus, the blood glucose reading was 534 mg/dl. Customer treated with manual injection, blood glucose dropped to 494 mg/dl. Customer is treated with manual injection. Customer reported hospitalization due to high blood glucose. Customer had a bent cannula. Diagnosed diabetes ketoacidosis. Customer was admitted into ICU for five days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.